Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, rewind, basic occlusion test, prime test, and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during a bolus delivery. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a stained end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer was filling tubing when the alarm occurred. Customer's blood glucose was 154 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer reported a motor position encoder error alarm. Customer stated that the pump rewind was successful and there was no motor error alarm. When the customer pushed the stopper of the reservoir while disconnected, he could not push it. Several no delivery alarms were found in the alarm history when he ran out of insulin. Customer also had 3 motor errors in total today. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer requested replacements for the reservoir and infusion set.